Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer also stated that she was treated by the paramedics two months prior to the hospitalization for low blood glucose levels. No blood glucose levels were reported for either event, but the customer reported a blood glucose reading of 77 mg/dl at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.